Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
Dr (B)(6) surgeon at (B)(6) reported via (B)(6) that "the screws were implanted on (B)(6) 2008, in the pt (lumbar arthrodesis l5-s1). It was noticed on (B)(6) 2010 that the screws were broken (lumbar pains). The pt underwent an additional surgery on (B)(6) 2011 during which the broken screws were removed and replaced by 8mm screws".